Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the customer, the procedure was stopped after the leak was discovered and the patient was disconnected. The collection was continued on a new machine. Root cause: this disposable set was unavailable for specific root cause analysis. The customer reported that the leak was caused by the misloading of the kit.

Event description:
The customer reported that the incorrect set-up of the disposable set caused a break of the tubings and a leak of biological material into the centrifuge chamber. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Event description:
Patient information has not yet been provided.

Manufacturer narrative:
This report is being filed to provide additional information and to correct evaluation conclusion code from (B)(4) to (B)(4).